Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device determined that the device had incorrect cutting wire orientation. During the laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 12 o'clock. The device was then bowed and the cutting wire was facing 2 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). Prior to functional testing, the sphincterotome catheter was subjected to a close visual examination at the distal end, and it confirmed the report that it was bent. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome in an attempt to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to "uncoil and straighten sphincterotome" upon removing the device from the packaging. The user is then instructed to "carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." The customer reported "it looked questionable when I took it out of the package, but we tried." The instructions for use state, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization." Prior to distribution, all fusion triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion triple lumen sphincterotome. The following was reported to the sales representative: the "sphincterotome was bent at distal end. When trying to enter papilla, it was not possible. I know I took special care to remove the metal safety point protector [pre-curved stylet]. It looked questionable when I took it out of the package, but we tried." The device was removed from the endoscope and another of the same device was used to complete the procedure. Clarification was requested from the cook sales representative as to whether or not the customer's statement of "bent at the distal end" meant that the device had incorrect cutting wire orientation. The cook sales representative responded with the following comment: "I don't believe so. From what they told me, the end of the sphincterotome was bent. I'll be gathering more info from the physician who had the issue."